Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the or for device change out. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. Lead remains implanted and will be monitored.